Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced poor quality image during inspection for use prior to patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in the ccd (charge coupled device) camera. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image defects as a result of damage or deterioration of device parts, due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.